Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that she was unable to apply the freestyle libre sensor and therefore could not monitor glucose. Customer experienced symptoms of frequent thirst, frequent urination, diarrhea, and was unable to self-treat. The customer was taken to the hospital and received IV insulin, fluids to treat diagnosis of hyperglycemia and also received pain medicine and antibiotics. There was no report of death or permanent injury associated with this event.